Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Accuracy testing was performed to evaluate the performance of reagent lot 69444un19. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met which indicates acceptable product performance. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.05 ng/ml was reported for a patient on (B)(6) 2019. The sample was retested and the result was negative at 0.019 ng/ml. A different sample drawn 8 hours later tested negative at 0.02 ng/ml. The customer uses a cutoff of 0.04 ng/ml. No adverse impact to patient management was reported.